Manufacturer narrative:
On (B)(6) 2020, it was found that reason for device explant and/or reoperation: was omitted on the initial report. Reason for device explant and/or reoperation: n/a. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-nov-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, a tear was observed within an area of siltex cracking on the anterior aspect, measuring approximately 0.5 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was found that the replacement devices were omitted on the previous report. On (B)(6) 2020, mentor received additional information regarding the replacement devices. The replacement devices are a 275cc mentor memorygel breast implant (left catalog #: 3502751bc, left serial #: (B)(6), and a 350cc mentor memorygel breast implant (right catalog #: 3503501bc, right serial #: (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the date of explantation. The patient underwent explantation on (B)(6) 2020. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Updated h6 patient code 3191: medical device removal. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with an unspecified mentor saline breast implant and experienced postoperative left-sided deflation. The patient noticed that her left breast appeared to be flat in (B)(6) 2020. In (B)(6) 2020, the patient had a consultation, and the diagnosis was confirmed by a healthcare professional. As a result, the patient is planning to undergo removal and replacement with unspecified mentor breast implants. However, at this time of report, mentor has received no information regarding an expected explantation date.